Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional he event of a left-side exchange with no complaint against device. Later, healthcare professional reported "rupture" and "capsular contracture baker grade 1". Device was explanted.

Event description:
Healthcare professional, the event of a left-side exchange with no complaint against device. Later, healthcare professional reported, "rupture". And "capsular contracture, baker grade 1". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6., d9, g3, h3, h.6. Device evaluation: based on the product analysis performed, the assessments of the codes are: rupture: observed, an opening assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is not related to the manufacturing process.